Event description:
A consumer reports that during intraocular lens (iol) implant surgery, the iol was noted to have a defect and was removed and replaced during the same procedure. She has experienced discomfort, impaired healing and fluctuating vision. She is being treated with medications. In a follow up, the surgeon reports the outcome of event for the patient as 'good".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset (returned) and the other haptic was bent-gusset and distal area. The optic was torn/split/cracked into two pieces (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08.06/2008 and 08/11/2008 by phone, fax, and mail. A completed questionnaire was received on 08/25/2008.